Event description:
During a rotator cuff repair, the surgeon inserted four implants with no problems. As he was advancing the knot down with a competitor's knot pusher, the suture strands on two implants broke. Surgeon had to perform a mini-open incision to complete and tie down the remaining strands with his finger. Surgery was delayed over 30 minutes due to mini-open procedure but no adverse consequences reported due to event. Patient reported to be in stable condition. This device is used for treatment.